Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported and error e315 during an unspecified procedure involving an olympus video system center. The customer advised that the pigtail connector was attached even though it was not being used. Olympus technical assistance support recommended disconnecting the pigtail connector and testing the system again, but the customer was unable to continue the troubleshooting. There was no patient injury reported.